Event description:
Pts symptoms prior to surgery were stiffness, pain, swelling and she experienced a "catching" sensation.

Manufacturer narrative:
The devices associated with this report were not returned. Following further investigation by bioengineering, notification was received that: root cause: undetermined. From the x-rays this was a duofix tray. It is not possible to discern the reasons for failure. Pain, stiffness and swelling are reported for other complaints and may have causes related to the patient, surgical process, surgical technique and implant. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.